Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged and pulled back. The rv lead was explanted and replaced. It was further reported that the right atrial (ra) lead was also pulled back and slack was added to the ra lead. The ra lead remains in use. No patient complications have been reported as a result of this event.